Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a quantum maverick mr balloon catheter. The balloon was loosely folded. Analysis of the tip, balloon, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material located 11mm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon pinhole occurred. The 80% stenosed, 20mmx2.75mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.75mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during the first inflation attempt, the balloon failed to inflate due to a pinhole on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that balloon pinhole occurred. The 80% stenosed, 20mmx2.75mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.75mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during the first inflation attempt, the balloon failed to inflate due to a pinhole on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.